Manufacturer narrative:
An event regarding broken trunnion and dislocation involving a metal head was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: insufficient medical records were provided for review. Clinical consultant could confirm event based on x-rays. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. The exact cause of the event could not be determined because of a lack of information. Further information such as operative reports, medical records, clinical history, and the reported device is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and additional information become available, this investigation will be reopened. Not returned.

Event description:
Patient came to e.r with a dislocated hip. Upon x-ray it appeared that the trunnion was broken. Patient went to surgery where it was discovered to be a severely damaged trunnion. Stem and head were removed and replaced with another system.